Manufacturer narrative:
Concomitant medical products: d284drg ICD, implanted: (B)(6) 2011. The initial reported event of high impedances, high thresholds, and possible fracture was previously submitted via a remedial action exemption (rae) summary report. The manufacturer has voluntarily discontinued this rae, so supplemental information is being submitted via a 30 day report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular lead had high impedance and high threshold measurements due to a possible lead fracture. Reprogramming was completed and there is no plan to replace the lead. No patient complications have been reported as a result of this event. It was subsequently reported that an alert was received due to high bipolar impedance on the right ventricular (rv) lead. It was reported that short v-v intervals were observed as well as undersensing of r-waves. The lead remains in use and no patient complications have been reported as a result of this event.